Event description:
On (B)(6) 2023, my daughter (27 years old) had a lumbar epidural steroid injection (fluoro guidance needle/cath for spin/paraspin inject) for pain related to a flare-up of a disc herniation at l5 (diagnosed by MRI on (B)(6) 2023). This was recommended and performed by her spinal specialist at (B)(6). Immediately after the procedure, the pain worsened with new symptoms (pain in her buttocks, unsteadiness, tingling and numbness down her legs) but was informed by physician that it will get better. The pain did not improve much and on the advice of a spine surgeon, she got another MRI on (B)(6) 2024 to see if surgery was an option. The MRI diagnosed arachnoiditis at and below l3. The spine specialist who had performed the lesi has not said much. However, several pieces of literature and the neurologist with expertise on arachnoiditis think the arachnoiditis was caused by the lesi. We have been given no information on what could have been done sooner to prevent this or reduce it if the spine specialist had stepped up and listened to her. The hospital and physician responsible for the lesi procedure told us to consult neurologist but was not helpful at all in getting further assistance. They washed their hands off her. We luckily was able to find a neurologist on our own. I wanted to report this because arachnoiditis was never mentioned as a potential adverse effect of lesi. The literature claimed this is a rare side effect but it could be under-reported. This is a consequence that could leave my young daughter in severe pain, and disabled for the rest of her life and other patients should know about this.